Event description:
It was reported that this 72 y/o male patient was revised due a periprosthetic fracture of the left humeral stem. Surgeon removed the patient's glenosphere, liner, tray and stem. He implanted a 42+4 glenosphere. Patient was last known to be in stable condition following the event. Devices will not be retuning.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-01-42 - equinoxe reverse 42mm glenosphere 3812272, lot #: 61791005, 320-10-00 - equinoxe reverse tray adapter plate tray +0 3880888, 320-15-01 - eq rev glenoid plate 3835727, 320-15-05 - eq rev locking screw 3890473, 320-20-00 - eq reverse torque defining screw kit 3858197, 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm 3829788, 3854701, 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm 3854758, 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm 3865016, 320-42-03 - equinoxe reverse 42mm humeral liner +2.5 3868573.

Event description:
It was reported that this 72 y/o obese male patient was revised due a periprosthetic fracture of the left humeral stem. The surgeon removed the patient's glenosphere, liner, tray, and stem. The surgeon implanted a 42+4 glenosphere. There were no reported issues with the surgical revision procedure. The patient was last known to be in stable condition following the event. The devices will not be returned. No additional information after multiple attempts.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for periprosthetic fracture cannot be conclusively determined; however, it is most likely patient related conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. Section h11: (b5) describe event or problem: it was reported that this 72 y/o obese male patient was revised due a periprosthetic fracture of the left humeral stem. The surgeon removed the patient's glenosphere, liner, tray, and stem. The surgeon implanted a 42+4 glenosphere. There were no reported issues with the surgical revision procedure. The patient was last known to be in stable condition following the event. The devices will not be returned. No additional information after multiple attempts.